Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 14.5 mmol/l. Customer stated that the pump was exposed to moisture and that the pump also gave him a battery error. Customer stated that he cannot clear the alarm. Customer reported that his pump was stuck in his jeans pocket and it was raining. As a result, the pump was exposed to water. Customer stated that once he took the pump out of his pocket, he noticed that the moisture was primarily around the lcd screen. Customer stated that he has treated with a manual injection since the pump could not deliver a bolus. Customer could not go into the alarm history to verify what battery alarm occurred. Customer stated that the sticker was starting to come off and with the pump being exposed to moisture, it came off. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.